Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that following the tha, the patient's l thr was due to c/o l hip pain related to asr metal on metal bearing cup. Clinical visits reported discomfort on her left hip and back.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter records received. Claim letter has no allegation provided. Shall there be new information this complaint shall be updated accordingly. After review of the medical records, the patient was revised to address pseudotumor with osteolysis and elevated metal ions. Operative note reported significant amount of dark-colored fluid consistent with metallosis and synovitis. Notes also a pseudotumor involving the outer capsule which had eroded most of the posterior capsule and femur. MRI showed a collection of fluid extended outside the joint. No lab result provided for the metal ions. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.